Event description:
Hub of hickman found to be leaking during a flush of the line.======================manufacturer response for central line, hickman triple lumen 12.5 french (per site reporter).======================none yet. Given to manufacturer's field rep.